Event description:
It was reported during routine generator change out that the atrial lead exhibited an insulation breach. The lead was successfully repaired and remains implanted. The patient was stable and asymptomatic.